Event description:
Boston scientific crm received information that this right ventricular lead was attempted, however became wedged into what appeared to be the azygos vein and was unable to be removed. An echocardiogram confirmed a perforation in the superior vena cava. The lead was surgically abandoned in the patient and replaced with a new right ventricular lead.

Manufacturer narrative:
The lead will not be returned. Should additional information become available, this event would be updated as necessary.